Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported, that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and a hemostatic valve separation issue occurred. Hemostatic valve failure. The hemostatic valve was damaged when punctured. The hemostatic valve was dislodged into the hub. The hemostatic valve was intact. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and resolved. The procedure was completed without patient's consequence. Additional information was received: there was no break in the hemostatic valve. The hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. There was no picture available. The sheath was not being used on the patient. There was no reflux of blood. The event was assessed, as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation on 17-apr-2023. The device evaluation was completed on 20-apr-2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the investigation. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).